Event description:
The patient experienced a loss of therapy/withdrawal. A dye study was attempted (date not reported); they were unable to aspirate. The pump and catheter were replaced. There was reported to be no patient injury. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.